Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The complaint could not be confirmed. Fir / CAPA history evaluation: evaluation of device could not be performed since it was not returned. No root cause could be identified for CAPA history evaluation. (B)(4).

Event description:
During intra-aortic balloon (iab) catheter therapy an alarm was noted for a fiber optic sensor failure. The arterial pressure was changed to radial. There was no injury or harm to the patient.